Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a micro-volume extension set leaked. During an unspecified anesthesia infusion via an unspecified syringe pump, a leak was observed from the ¿manifold¿. The entire setup including new medications and lines. The non-baxter large bore tubing does not mate well with the extension set resulting in leaks. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection with the naked eye was performed with no issues noted. Functional testing which included pressure and clear passage testing was performed and no leak or blockage was identified, and no issues were noted. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up it was reported that due to the leakage of unspecified sedatives from the ¿manifold¿ the patient ¿sedation status was no longer adequate¿ (no further details). Treatment for the event was not reported. At the time of this report, the patient outcome was not reported. Should additional relevant information become available, a supplemental report will be submitted.